Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Given that the phenomenon was reproduced, and board failure was confirmed by the inspection at the repair site, the cause of the phenomenon is seemingly due to faulty board. Also, in case the customer did not request an inspection in the past, it is likely that dust or rust inside the device is the cause of the malfunction. However, we could not determine the cause of the malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the image of the subject device was not displayed. The user replaced the system including the subject device to another system and completed the procedure. The field service engineer visited the facility and found same issue on-site. There was no report of patient injury associated with the event.